Manufacturer narrative:
(B)(4). The insulin pump had a blank display due to moisture damage on the electronics and motor. Analysis was unable to perform the idle current test, the run current test, the self test, the off no power test, the unexpected restart error test, the basic occlusion test, the occlusion test, the prime test, the excessive no delivery test, and the displacement test due to the blank display. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that the device was exposed to moisture. Customer's blood glucose was 95 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.